Manufacturer narrative:
. E1: email: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the container was open, it was not properly sealed. The event happened pre-operative, no patient involved.